Event description:
It was reported that a spectrum infusion pump had a "door shutting error." It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced a door not fully latched message which is likely what the reported "door shutting error" was referring to. The alarm was caused by a loose link screw. The screws were replaced to correct this condition.